Event description:
Philips received a complaint by the customer on the bi-pap focus indicating that the device does not see the battery, getting error message 343343 battery failure. Battery needs replaced. Requesting service for repair. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.